Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a failed drawer and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was not detected on the bus. A field service engineer (fse) found that neither board displayed any lights. The fse replaced the pyxibus module control board and the drawer controller board, then rebooted the station. After verifying operability through the hardware test application and completing tests successfully, the drawer was configured in storage space and released for customer access and inventory. Functionality tests were performed and passed successfully. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.